Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with tpuc3 total protein urine/csf gen.3 on a cobas 6000 c (501) module. The customer also noted that they were having issues calibrating the total protein test and the customer has tried using new reagent and new calibrator material. The sample initially resulted in a total protein value of 21.5 mg/dl and this value was reported outside of the laboratory. The sample was sent to another laboratory and repeated on an unknown analyzer, resulting in a value of 4.3 mg/dl. The repeat value was deemed correct. The total protein reagent lot number was 620666. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
For the provided calibration data, several failed calibrations occurred. Calibration recovery prior to the event was not provided. Quality control data was provided for only one level of control and this was within range. The field service engineer replaced a detergent vacuum tube and the heat cut filter. The probe and syringes were decontaminated. The cell rinse mechanism dispense volumes were adjusted. The customer ran calibration and controls; these were within specifications. Precision studies were performed and these were within specifications. The investigation determined the service actions resolved the issue.